Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that it was necessary to remove the dental implant after 20 days of its installation once the implant hexagon was kneaded after the application of torque while it was being installed. This kneading made impossible to fit the implant with the prosthetic sequence, making the implant removal necessary for future prosthetic rehabilitation of the patient.